Manufacturer narrative:
Analysis cannot be performed and root cause cannot be identified. No lenses were returned for evaluation and lot number is unknown. The association between the coopervision device and the event is unconfirmed.

Event description:
They patient alleges they were diagnosed with a severe corneal ulcer in (B)(6) 2018 that resulted in four weeks of in hospital treatment. The patient states that after two months, they are still recovering from the incident. The patient reported the event to the (B)(6), who reported the event to the manufacturer. The patient wishes to remain anonymous, further information will not be available. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.